Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have charring and localized melting at the grip base between the grips. The wire insulation was not damaged. The instrument passed the electrical continuity test. Thermal damage between grips instrument bipolar yaw pulley is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during central processing, that the fenestrated bipolar forceps has something that is wrong with the tip. There was no report of patient involvement.